Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) earlier that expected. It was determined that data could still be pulled from the device and the device remains in use. No patient complications have been reported as a result of this event.